Event description:
Livanova deutschland received a report that, during a procedure, the venous clamp malfunctioned. The essenz cockpit displayed red box with a gear and an unlinked icon. Customer had to remove the tubing from the clamp and manually clamp. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the clamp. A livanova field service engineer was dispatched the customer and and troubleshooted venous clamp. The campl was calibrated and all necessary adjustments were made. However, the livanova fse couldn't get the fault the customer experienced. The clamp was tested repeatedly and the clamp was functioning as intended. Log files have been retrievedand sent it to manufacturer for investigation. The clamp has been returned to customer for use and is back in operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the event can be considered isolated, whose root cause cannot be fully determined. It cannot be ruled out that the most likely root cause was a temporary communication failure between the control unit and the clamp. The risk is in the acceptable region no specific action was currently deemed necessary. Livanova will keep monitoring the market.